Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. The operating currents, low battery alarm, off no power alarm, unexpected weak battery alarm and excessive no delivery alarm could not be tested due to failed battery test alarm. The device also had a scratched display window, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming failed battery test and weak battery when changing the battery. The customer stated that he had tried multiple batteries and was still receiving the alarms. Blood glucose value was 117 mg/dl. The alarm history showed a no delivery alarm and a weak battery alarm. The customer was unable to troubleshoot and was advised that a battery cap replacement would be sent. He called back on (B)(6) 2014 to report he was still receiving weak battery and failed battery test alarms after changing the battery cap and with multiple batteries. Blood glucose at the time was 130 mg/dl. The device was returned for analysis.